Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the unit had a knife trapped in track and was unable to retract. It was reported that the device was not cutting sufficiently. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the blade was extended and the jaws were not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have also reduced the difficulty activating the knife. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: eliminate tension on the tissue when sealing and cutting to ensure proper function. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device was not cutting sufficiently. They used another like device and it worked fine. There was no patient injury. Medtronic initial visual inspection showed that the knife was trapped and contained within the jaws. The jaws would not open or close due to the trapped knife.